Event description:
Patient was in the ide feasibility study for the inspire upper airway stimulation system and has been implanted with the system for 4 years. Recently he called his physician and stated that he was having trouble moving the right side of his tongue following a night in which he awoke from a sharp pain on the side of his neck. Two to three days prior to this he noted that the stimulation seemed different than it had previously. Patient experienced some swelling in the neck and chest area which resolved within 2 to 3 weeks. Patient has experienced some slurring of speech which has improved over time.

Manufacturer narrative:
System remains turned off while physician and patient consider the possibility of using an alternative therapy for patient's obstructive sleep apnea. Investigation into root cause of this event is ongoing. If a specific device in the system is found to be related to this event, that specific device's information will be included in a follow up report. In the meantime all that information for all implanted system components is included here: model 3024 ipg serial #(B)(4), manufacture date 12/09/2009; model 4063 stimulation lead serial # (B)(4), manufacture date 08/2009; and model 4323 sensing lead serial # (B)(4), manufacture date 06/2009.